Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer reported blood glucose level was "high" on the cgm graph. Elevated bg was address by a correction bolus via the pump. Customer changed pump supplies to address the issue and resumed insulin delivery.